Manufacturer narrative:
Unit was received with critical pump error and pump error confirmed in history file due moisture damage to force sensor. Unit was received with corroded electronic assemblies and corroded motor home switch. Unit was received with minor scratches on case, cracked retainer, keypad overlay texture damage, faded serial number label and minor scratches on lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call moisture damage and critical pump error alarm on the insulin pump. Customer¿s blood glucose level was 6.8 mmol/l. Customer went swimming while wearing the insulin pump. Troubleshooting for critical pump error was performed. Customer advised the display screen showed the critical pump error message. Troubleshooting was unable to resolve the issue. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.